Manufacturer narrative:
Follow up info was received on 07/31/2013, in the form of qa (quality assurance) investigation result. The production and quality control documentation for lot# v1209, with expiration date 08/2015 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot# v1209, no CAPA is required. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Event description:
Urinary infection [urinary tract infection], hyperuricemia, dyslipidemia. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2013, pt received synvisc-one (hylan g-f 20) injection, at an unk site (route of administration and dosage regimen not provided). On an unspecified date in (B)(6) 2013 (about 10 days after synvisc-one administration), pt developed tremors, fever nausea, vomiting and intense headache. At the time of the report, pt had not yet recovered from all the events. Relevant concomitant medications reported included triatec composto forte (hydrochlorothiazide, ramipril), concor (bisoprolol) and zyloric (allopurinol). It was reported that no other new medication was introduced other than synvisc-one. The intensity for all the events was not provided. The reporting physician assessed the relationship of synvisc-one with all the events as possible. Follow-up info was received on (B)(6) 2013 from the physician regarding suspect product info and clinical course which upgraded the case to serious. It was reported that pt was obese. The pt received single intra-articular synvisc-one injection. On an unspecified date in 2013, the blood tests were performed which revealed hyperuricemia and dyslipidemia and pt also developed urinary infection (with symptoms of tremors, fever, nausea, vomiting and intense headache: previously captured as separate events). The company assessed the event of urinary infection as medically significant. On unspecified dates in 2013, pt recovered from all the events (noted by the physician on (B)(6) 2013). According to the physician, regarding the fever, pt never actually checked her temperature, she only had "sensation of having fever." The intensity for the events of urinary infection, hyperuricemia and dyslipidemia was mild. The reporting physician assessed the relationship of synvisc-one with events of hyperuricemia and dyslipidemia as possible.